Event description:
On (B)(6) 2012, customer reported that the dxi 800 instrument generated an erroneously elevated tsh result greater than the reportable range of the assay for one patient. Customer repeated the patient sample on the same instrument and obtained a result within the normal range of the assay. Customer reported there were no changes in patient treatment related to this event. Customer reported that quality control (qc) performed within their established ranges on the date of the event. System checks performed by the customer on (B)(6) 2012, passed within instrument specifications. Customer had repeated multiple samples on their dxi instrument and this was the only sample to produce an erroneous result. Sample collection device and sample processing information was not supplied to date. Field service engineer (fse) evaluated the instrument and rebuilt the wash pump and replaced the aspirate probes after a system check had failed to pass. Fse aligned the aspirate probes and also replaced the aspirate probe peri-pump tubing. Fse completed a passing system check to verify instrument performance was acceptable.